Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively worsening pelvic pain") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "an unsuccessful removal of the right essure device" on (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced device breakage ("partial removal of the left essure device") and complication of device removal ("partial removal of the left essure device"). The patient was treated with surgery (on (B)(6) 2016, partial removal of the left essure as well as removal of excessive hymenal tissue). At the time of the report, the pelvic pain, genital haemorrhage, device breakage, complication of device removal and abdominal pain outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: full bilateral occlusion and placement confirmed. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.